Event description:
A customer observed unexpected vitros phbr quality control results post-calibration of vitros phbr lot 2536-0057-0248 on a vitros 5600 integrated system. Results of < 3.0, 35.9, and > 80.0 ug/ml were obtained from the vitros tdm pv control fluids versus the expected values of 10.72, 26.30, and 59.95 ug/ml, respectively. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros phbr quality control results were obtained post-calibration of vitros phbr lot 2536-0057-0248 on a vitros 5600 integrated system. The investigation found no evidence to suggest a reagent malfunction occurred. The customer recalibrated the same lot of vitros phbr slides using an alternate set of calibrator fluids to resolve the issue. Following this action, acceptable vitros phbr quality control performance was observed. The root cause of this event is an atypical calibration. The calibrator fluids in use at the time of the event could not be ruled out as a potential contributing factor.